Event description:
It was reported that a peritoneal dialysis (pd) patient presented to their pd clinic with complaints of abdominal pain and cloudy pd effluent. Additional information was obtained through follow-up with the patient¿s pd registered nurse (pdrn). A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g daily and vancomycin 1g every 5 days. The culture resulted positive for coagulase negative staphylococcus (no species provided). The white blood cell count was 295 with 85% polymorphonuclear cells. The antibiotic regimen was adjusted after the culture results and the ceftazidime was discontinued. The patient continued to complete pd therapy utilizing the same liberty select cycler during recovery. Initially, it was reported that the cause of the peritonitis event was the patient reusing supplies from a pd treatment. The patient had contacted fresenius technical support (ts) on (B)(6) 2023 for a heater bag not detected message. The patient stated the cycler set line was not long enough to connect to the heater bag. Ts advised the patient to re-set up with new supplies. However, the patient stated they did not want to use new supplies and wanted to use the same bags. They said they felt safe to just clean the bags and reuse them. In subsequent communication, it was reported that the definitive cause was not determined as it was not confirmed if the patient reused the supplies. Nonetheless, it was documented that it was likely that the patient reused the supplies and that this was the likely suspected cause of the peritonitis event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis. However, there is no documentation of causal relationship between the use of the liberty select cycler and the liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency related to this event. The patient experienced a heater bag not detected message during treatment. Technical support assisted the patient in determining the issue and attempted to help the patient re-set up with new supplies. The patient declined assistance and stated they felt safe utilizing the same supplies after cleaning them. The label for the liberty cycler set (catalog # 050-87216) states that the product is a single use disposable. Although the cause of the peritonitis was not definitively confirmed, it was suspected that the patient did re-use the supplies which resulted in the peritonitis event. This is supported by the culture results of coagulase negative staphylococcus, a source of infection for the vast majority of pd-related peritonitis mostly caused by touch contamination. These pathogens commonly colonize the skin and hands of humans. The possible patient reuse of supplies and not following proper protocol for pd treatment set-up and handling of supplies likely caused peritonitis; however, there is no evidence or allegation of a malfunction, defect, or product deficiency occurring. Therefore, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient presented to their pd clinic with complaints of abdominal pain and cloudy pd effluent. Additional information was obtained through follow-up with the patient¿s pd registered nurse (pdrn). A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g daily and vancomycin 1g every 5 days. The culture resulted positive for coagulase negative staphylococcus (no species provided). The white blood cell count was 295 with 85% polymorphonuclear cells. The antibiotic regimen was adjusted after the culture results and the ceftazidime was discontinued. The patient continued to complete pd therapy utilizing the same liberty select cycler during recovery. Initially, it was reported that the cause of the peritonitis event was the patient reusing supplies from a pd treatment. The patient had contacted fresenius technical support (ts) on (B)(6) 2023 for a heater bag not detected message. The patient stated the cycler set line was not long enough to connect to the heater bag. Ts advised the patient to re-set up with new supplies. However, the patient stated they did not want to use new supplies and wanted to use the same bags. They said they felt safe to just clean the bags and reuse them. In subsequent communication, it was reported that the definitive cause was not determined as it was not confirmed if the patient reused the supplies. Nonetheless, it was documented that it was likely that the patient reused the supplies and that this was the likely suspected cause of the peritonitis event.